Event description:
It was reported by the pt's sister that the pt had passed away on (B)(6) 2011. The exact cause of death is unk, but per reporter, the pt was found dead at home apparently due to natural causes. She states that they are not doing an autopsy. The pt was cremated and prior to cremation, the funeral home removed the vns generator and lead. The explanted products has been returned to the MFR, but analysis is pending. Attempts for further info have been unsuccessful to date.